Manufacturer narrative:
(B)(4). Batch # m92n5c. Additional information was requested and the following was obtained: please, confirm which part of the jaw broke. Top portion was the top (moveable) jaw damaged, but not detached from the device: was damaged and did detach from the device; was the ceramic and/or electrode on the non-moveable jaw damaged: not known; did the moveable top jaw break off: yes; did the black ptc break off of the jaw (attached to moveable top jaw): not known; did the ceramic (on the lower non-moveable jaw) break off: not known; did the electrode (on the lower non-moveable jaw) break off: not known; did the broken piece fall into the patient: yes; was the broken piece retrieved from the patient: yes; did this cause a change in the plan of care for the patient: no; is the broken piece being returned with the device: yes. The broken piece was enclosed; or was the broken piece discarded: no, the device was returned with the upper jaw detached and returned. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during a laparoscopic left colectomy procedure, the device's jaws broke. Another like device was used to complete the procedure. There were no adverse consequences for the patient.